Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of section d: product ID 978b133 (lot: va303nm); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va303nm); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that an outbound call was made to the hcp to research the explant information for the patient's implanted system. The hcp mentioned there was something wrong with the system which was why it was removed. The hcp did not elaborate on what issue was experienced. Additional information was received from the patient on (B)(6) 2026. The patient reported the implanted system was twisted when it was removed on (B)(6) 2025.